Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "battery deplete" alarm message when a stop/start or prime button was pressed. Further investigation found the pump locked out motor. The investigation reported that the pump motor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical pumps/cadd legacy 1 pumps - 6400 has constant battery depletion. This occurred during testing, unknown date of event. No patient involvement.